Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The device was returned for investigation. The aic - purge disc/flag issues with detecting the purge disc were due to a broken purge pressure sensor retainer.

Manufacturer narrative:
The aic controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported when patient was taken to ccl for impella placement, the nurses were setting up the pump. When they opened the purge cassette door, they noticed the portion of the purge area that holds the wings of the purge disc was cracked and missing. They grabbed a console from a separate room to proceed with the case.